Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated about three weeks ago his stimulator is not working right. Patient stated they are seeing a m essage on the controller that the settings cannot be changed. The patient was redirected to their healthcare provider to further address the issue. Patient did not know who his physician is. Additional information was received from a patient stating the cause was unknown and they talked with two reps prior to surgery on 02/13/2026. Patient reports they replaced the scs with a new stimulator and now they don't need to recharge.